Event description:
End user alleges while operating the motorized wheelchair, she released the joystick to prevent a package from falling from her lap. Allegedly, as a result, the motorized wheelchair stopped quickly and end user slid out of the seat, requiring hospitalization. End user advised she was not wearing a seat belt.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported while operating the motorized wheelchair, without the use of a seat belt, she released the joystick to retrieve a package that was falling from her lap. The owner's manual warns, "do not carry passengers or cargo", and, "keep your seat belt fastened."